Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had an infusion set tubing detachment. Customer states that the location of the detachment was the release/site connector. Customer's blood glucose level at the time of the incident was over 500 mg/dl. Customer treated the elevated blood glucose level with a manual injection of insulin. The infusion set had been in use for 2 days at the time of the detachment. The infusion set is not expected to be returned.